Event description:
Customer reported that the needle tip broke during surgery. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received by the evaluation, is not complete. Once the eval is completed, any further information derived from the evaluation will be submitted in a supplemental 3500a form.